Manufacturer narrative:
The patient remains on pneumatic support. No further information is available at this time.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the clinical nurse specialist that the patient noted excessive dust in the vent filter, and was brought to the hospital to be placed on pneumatic support using the stroke volume limiter (svl), and ip console due to potential pump end of life. The patient was reported to have hypotension episodes every 20 minutes. The ip console and svl were replaced with no change in diaphragm excursion. An air leak was noted at the vent filter adapter and once replaced, no further air leak was noted.